Event description:
It was reported that during a rotational atherectomy treatment procedure, the console was unable to display the rotational speed. The target lesion was located in the left anterior descending (lad) artery. During the procedure, it was noted that the rotational speed was not displaying on the console. The procedure was completed with this device. There were no reported patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).